Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited pacing impedance measurements less than 200 ohms, loss of capture and oversensed noise. A boston scientific technical services consultant documented and discussed the clinical observations. Further troubleshooting was recommended. No adverse patient effects were reported.